Event description:
It was reported that the "the tower triggered an endoscope error". No negative impact in state of health reported. Cross reference MDR: 9610617-2025-02249 9610617-2025-02251.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4), cross reference complaint ID: (B)(4).